Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would freeze and disappear intermittently. When the image did appear it would appear with green static. No reports of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was sent to the customer and the reported glidescope video baton 2.0 large was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported issues. When connecting the customer's glidescope video baton 2.0 large to known, good, test verathon equipment, the video baton image cuts out, split-screened, and gave green image. Upon visual inspection the verathon technical service representative found visible damage to the video baton hdmi connector. The camera image quality test was performed and failed. Upon completion of the evaluation the customer's glidescope video baton 2.0 large was scrapped as it had already been replaced prior to its return, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.